Manufacturer narrative:
An event of heart block was reported. It was reported that a permanent pacemaker was implanted. Information from field indicated that the valve was implanted with the implant depth of 7 mm, deeper than the optimal 3 mm depth, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that, per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3mm."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) using small flexnav delivery system. During procedure, the patient had temporary pacing, and the patient developed a heart block. The valve was implanted. The final implant depth was 7mm. On (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported as stable.